Event description:
Consumer was re-positioning themself in the chair when they stepped on the footboard. The footboard allegedly broke causing pt to fall out of the chair onto their feet. They allegedly broke 2 bones in their foot.